Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: sion blue, guide catheter: asahi 6f jl4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid left anterior descending artery with 90% stenosis. A 2.5x15 mm trek rx balloon catheter was advanced without resistance toward the target lesion to perform pre-dilation. The balloon was inflated once to 12 atm for 20 seconds and ruptured. The trek was removed without resistance and replaced with a non-abbott balloon catheter to continue the procedure. The device was prepped (air aspiration) outside the anatomy prior to use. No resistance was noted when the protective sheath was removed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.